Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user experienced a low blood glucose of 28 mg/dl which caused customer to go into convulsions. The user alleged the insulin pump was possibly over delivering insulin. It was reported that insulin pump delivered a bolus while user was sleeping. The reservoir will not be returned for analysis.